Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged low blood glucose following dinner, with glucose below 70 mg/dl for approximately 45 minutes, and the device report showed no post-meal glucose rise consistent with a possible missed or over-counted carbohydrate entry; troubleshooting and education were provided, and the user followed low blood glucose protocol. Symptoms included hypoglycemia. Outcomes included return of blood glucose to the target range after oral glucose treatment. Investigation included review of device data and user-reported history. Investigation of this case revealed no device malfunction and suggested user-related factors as the most likely contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.